Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach with a 4f non-bsc introducer sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous vessel below the knee. After a non-bsc guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation, at 6 atmospheres, the balloon ruptured. The procedure was completed with a 150cm 2mm×150mm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.